Manufacturer narrative:
When the sheath was first received at boston scientific's post market laboratory it was visually inspected and the black tip of the sheath did appear 'bulbous'. Where the dilator would exit the sheath tip. When the sheath was measured the tip of the sheath was found to be out of specification, which could make it difficult for the sheath to cross the patient's septum. The cause of the issue was traced to a manufacturing deficiency as the black material at the tip of the sheath was thicker than intended.

Event description:
It was reported that during insertion an ablation procedure one faradrive sheath was selected for being used, the sheath entered the groin but was not possible to push it deeper in the patient, it was tried to dilate the access to the vein with faradrive dilator, easy access to the vein, it was tried again with faradrive, still not possible. After visual inspections it looked like a compressed faradrive tip. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.

Event description:
It was reported that during insertion an ablation procedure one faradrive sheath was selected for being used, the sheath entered the groin but was not possible to push it deeper in the patient, it was tried to dilate the access to the vein with faradrive dilator, easy access to the vein, it was tried again with faradrive, still not possible. After visual inspections it looked like a compressed faradrive tip. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.